Manufacturer narrative:
UDI= (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex colonic stent was to be used to treat a malignant stenosis caused by a large bowel cancer during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the distal handle was fully pulled but the stent was not release from the delivery system. The delivery system was removed from the scope and the stent was noted to be partially deployed. The partially deployed stent was removed from the patient and the procedure was completed with a different device. The stent was released from the delivery system outside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A wallstent enteral colonic stent and delivery system were returned for analysis. Visual analysis found the stent was deployed and the blue outer sheath was bent and kinked at multiple locations. In addition, the inner shaft was kinked near the distal end and the stainless steel tube was bent. The damages noted to the returned device was consistent with application of excessive force to the delivery system and was most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex colonic stent was to be used to treat a malignant stenosis caused by a large bowel cancer during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the distal handle was fully pulled but the stent was not release from the delivery system. The delivery system was removed from the scope and the stent was noted to be partially deployed. The partially deployed stent was removed from the patient and the procedure was completed with a different device. The stent was released from the delivery system outside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.